Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was done with two prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via a 9f sheath. The evar procedure was completed using the same 9f sheath. Reportedly, post-procedure, one of the prostyle sutures broke during knot advancement. Figure-of-eight suturing was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained:the remaining prostyle suture was intentionally removed from the patient, it was confirmed that there were no issues with this device. No additional information was provided.